Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During the procedure the implantable pulse generator (ipg) was placed beyond the optimal recommended depth for implant, thus causing poor communication between the ipg and the external therapy discs and lack of pain relief for the patient. On (B)(6) 2023 a surgical revision was performed to place a new ipg in a more superficial position to facilitate communication between components and restore therapy to the patient.

Manufacturer narrative:
There is no indication of any system or device failure. The nalu representative present at the implant procedure noted that the ipg placement was not optimal and confirmed malposition during attempted activation of the system.